Manufacturer narrative:
They were unable to prime during the prime/compromised force sensor system test. There was a motor error alarm during the occlusion test due to a faulty force sensor resistor (gold). The motor passed the motor test. The pump received with cracked case at the display window corner, cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was over 200 mg/dl at the time of the incident. Customer stated that the alarm just popped up. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.